Event description:
It was reported by repair work order that the customer alleged that the siderail could not latch. Upon inspection of the unit by the service technician, it was identified that the patient-left latching spindle would not latch due to being detached, resulting in the side rail not able to remain latched.